Event description:
It was reported that intermittent occlusion alarms occurred. Customer reported wearing the same set of supplies for 4 days. Tandem technical support instructed customer to change their pump supplies every 2 days per the user guide. Customer cleared the alarm and resumed insulin delivery. Customer's blood glucose was 100-200 mg/dl.